Event description:
Baxter (B)(4) reported that one (1) ce infusor lv 5 had a crack line through red colored neck of infusor, running vertically down. This was discovered after filling. The device was filled with a 240ml solution of sodium chloride and 4000mg of 5- fluourouracil. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The customer did not send the device to baxter for evaluation. Therefore, the reported condition could not be confirmed nor can an assignable cause be determined. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.